Manufacturer narrative:
(B)(4). Since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was not confirmed and the cause was not identified. The sample was not returned for evaluation. The lot number was not provided; therefore a batch review was not conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A home patient (hp) reported to baxter's after hours call service that the homechoice machine sounded a check patient line alarm during I-drain. The patient was connected to the machine and stated that he saw air in the patient line. The hp requested to start over with new supplies. The technical service representative (tsr) reviewed the drain volume (dv) = 18 ml. The assisted the hp with ending the therapy and getting the set out. No clinical consequences for the patient were reported.